Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a bad sensor alert, calibration error alert, and change sensor alert. The customer's father also stated the customer's blood glucose would reach 400 mg/dl. Customer's father stated their blood glucose was running high from being on antibiotics and tamiflu. The customer's blood glucose was 203 mg/dl at the time of the call. Customer's sensor will be replaced. No additional information provided.